Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. This issue occurred twice on that day. At the time of the event, his blood glucose level was 260 mg/dl. The first infusion set had been used for about a day whereas the second infusion set had been used for about 12 hours. Further, they replaced the infusion set and resumed insulin successfully. No further information available.